Event description:
During troubleshooting of an unrelated alarm, it was reported that the bags had leaked at the connection to the lines. The event occurred during prime on the home choice (hc). The technical service representative (tsr) had the hp close all the clamps and advised the hp to start over with all new supplies. The hp would start over with new supplies and verify the connections were tight. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.